Event description:
As reported, regarding a 26mm sapien 3 ultra resilia valve in the aortic position, patient called and reported she required open heart surgery post tavr stating, they couldnt get my tavr valve to stabilize because it was slipping around. Patient was discharged from implant hospital and transferred to a nursing care center for 2 weeks for rehab prior to returning home. Procedural notes: after positioning the 26mm sapien 3 ultra resilia valve across the native annulus, operator asked for rapid ventricular pacing via rv pacing wire, capture was not adequately obtained and unfortunately the team started inflation. Capture was then obtained and the valve appeared to land 90/10 in a satisfactory position. However during the full inflation period pacing capture was lost and the valve embolized to the stj. Team attempted to bring valve across the arch and to the descending aorta but valve continued to get stuck at the innominate artery. Following a few attempts to drag the valve, team then advanced the valve toward the aortic valve and attempted to balloon/ implant just above the stj. This was unsuccessful on multiple attempts, the valve was eventually implanted with 15-20% of valve in sinuses. A large peripheral balloon was used to over expand the valve to lock in place. A 2nd 26mm sapien 3 ultra resila valve was prepared. After multiple measurements and discussions surrounding coronary occlusion and surgical risk it was decided to stop and bring the patient to surgery the following day to remove the valve. The patient seemed to tolerate the procedure with the exception of multiple pacing runs and bp drops. She left the room awake and stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (capture loss) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.